Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. The device was returned for analysis. Visual inspection revealed the imaging window was twisted and the guidewire entangled. Microscopic inspection revealed the guidewire exit port and tip were in good condition, the imaging window was twisted, flattened and rippled, and the guidewire entangled.

Event description:
Reportable based on device analysis completed on 8oct2025. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion but was unable to cross the lesion due to calcification. The procedure was completed with another of the same device. There were no patient complications and the patient condition was stable. However, device analysis revealed guidewire entanglement and a twisted imaging window.